Event description:
It was reported by the affiliate that there was major leakage from colon. (3 days later from original operation). Reoperation was done and colostomy was created for leakage treatment.